Event description:
A report was received that the patient had infection at the pocket site. Symptoms were redness and soreness at the site. Oral antibiotics were prescribed. The physician did not believe that the infection was device nor procedure related. The patient underwent an explant procedure.

Event description:
A report was received that the patient had infection at the pocket site. Symptoms were redness and soreness at the site. Oral antibiotics were prescribed. The physician did not believe that the infection was device nor procedure related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
(B)(4).